Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. A tear was found in the exposed portion of the soft cannula and fluid was seen leaking from this tear. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level rose to 350 mg/dl. As treatment, the patient administered manual shots of insulin.